Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly lost power twice, during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had unexpectedly lost power twice, during patient use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
The downloaded electronic patient records were reviewed by physio-control and it was observed that the device unexpectedly lost power three times during the reported event. The cause of the reported issue could not be determined.